Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6)2023, the patient was treated for an abdominal aortic aneurysm. While implanting a gore® excluder® conformable aaa endoprosthesis, the marker ring for the gore® dryseal flex introducer sheath being used came off. The physician was able to place the excluder in the desired location, but then had difficulty removing the delivery catheter from the sheath. They were finally able to remove the sheath and delivery catheter, and the procedure was completed without further difficulty. The marker ring was recovered. The patient tolerated the procedure. The excluder and sheath will be returned for evaluation.

Manufacturer narrative:
The device evaluation of the introducer sheath found that the marker band and leading end sheath material are missing. The sheath also has a kink approximately 4cm from the leading end of the returned sheath. The root cause of the marker ring separation, leading end sheath material missing, delivery catheter stiction in the sheath and sheath damage could not be determined with the available information. The device evaluation on the cxt device performed by engineering showed the following: there was no observed damage on the leading tip of the cxt device. Engineering was unable to retract the device through the introducer sheath due to damage to the leading end of the introducer sheath. Based on the findings from the evaluation, engineering was unable to retract the device through the introducer sheath, confirming the reported observation that there was ¿difficulty removing the delivery catheter from the sheath¿. The evaluation of the cxt device yielded no cause for the damage to the introducer sheath or the difficulty removing the cxt device from the introducer sheath. There was no manufacturing deficiency identified during the investigation.